Event description:
The peritoneal dialysis patient telephoned technical support with a question about persistent drain complication alarms which were occurring for the past few weeks. He did not have any physical symptoms. According to the peritoneal dialysis nurse, the patient has reported slow drains in the past for which the physician advises taking more laxative. Patient has a history of constipation which can interfere with draining. He did not require medical intervention as a result of this event and continues on ccpd. Drain 0: 3256ml; fill 1: 2006ml, drain: 6637ml; fill 2: 1716ml, drain: 3830ml; fill 3: 2003ml, drain: 1984ml. A review of the treatment data revealed in drain #1 a drain volume of 332% over the expected drain volume and in drain #2 a drain volume of 192% over the expected drain volume which resulted in a reportable malfunction.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided by the patient. A large intra-peritoneal volume drained at drains #1 and #2 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.